Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the faulty pump to be replaced. The customer was informed to use multiple daily injections (mdi) as backup therapy and instructed on how to put the pump into storage mode for return.